Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that on connection, when the primary tubing was piggybacked into the first port, the tip of the tubing set broke inside of the port. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.

Manufacturer narrative:
One partial used sample of unknown list number was received and evaluated. Testing found that the male adapter of an unknown sample was broken off inside the clave of the 6" tail. There are white drag marks indicating the use of force. According to investigation findings, a probable cause was not determined, since the defect condition was found in an unknown sample. Therefore the condition was confirmed but a probable cause could not be determined.

Event description:
The customer contact reported that on connection, when the primary tubing was piggybacked into the first port, the tip of the tubing set broke inside of the port. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.